Manufacturer narrative:
Device passed the displacement test. And self-test. All buttons functioning properly. No damage in the keypad assembly noted. Device received with cracked battery tube threads, fading serial number label, missing display window cover and cracked case corner of belt clip rails. The test infusion set or reservoir remains in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had low blood glucose. The blood glucose at the time of the incident was 41 mg/dl. The customer stated that,she experienced high and low blood glucose. The customer stated that, when she was in doctor's office she was unable to do anything with the insulin pump. The customer stated that, the insulin pump had stuck button error alarm. The insulin pump will be returned for analysis.